Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 following suspected stroke. Physician had magnetic resonance imaging (MRI) run on the patient without having device programmed accordingly. There was a merlin remote transmission on (B)(6) 2022 stating that the implantable cardioverter defibrillator (ICD) was in back up mode. The patient came back to the emergency room where the back up issue was resolved. The patient was in stable condition.